Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 24 and 36 hours, on their leg. The patient reported that they received an alert for ¿missing sensor values¿ and had trouble connecting their pod and continuous glucose monitor. Symptoms reported include shaking, nausea, vomiting, and weakness. The patient was treated with insulin and fluids. The pod was removed at the hospital and discarded. The patient was still admitted at the hospital; at the time this event was reported (B)(6) 2025) and stated they would be discharged once their blood glucose level was below 300 mg/dl.